Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular (rv) channel. Technical services (ts) was consulted and confirmed oversensing, additionally they noted pacing inhibition lasting more than 2 seconds. The patient shows slow escape rhythms during most events. Ts recommended considering reprogramming options and discussing with the physician the potential need for a defibrillation threshold (dft) test if sensitivity adjustments are made. No additional adverse patient effects were reported. This ICD remains in service. Additional information indicated the device will be reprogrammed and they will continue monitoring the patient. The patient was tested and failed initial polarity, so they reversed and was successfully treated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular (rv) channel. Technical services (ts) was consulted and confirmed oversensing, additionally they noted pacing inhibition lasting more than 2 seconds. The patient shows slow escape rhythms during most events. Ts recommended considering reprogramming options and discussing with the physician, the potential need for a defibrillation threshold (dft) test if sensitivity adjustments are made. No additional adverse patient effects were reported. This ICD remains in service.